Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and the safety was observed to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of broken safety that has no relationship to the reported condition. No further actions have been deemed necessary at this time. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Replication of the observed secondary safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after two full turns in an open and laparoscopic end to end anastomosis, the device would not dislodge from the patient¿s rectum. The part of the procedure that had an issue was with the anvil intra-corporeally placed and the stapler in the rectum to create an end to end anastomosis. They twist the device to remove it from the patient, but this caused the anvil to fall on the patient¿s cavity. There was difficulty removing stapler from cavity. They had to remove the anvil and search for the donut holes to resolve the issue. They could not find a donut that had fallen off when the instrument broke a part, so they had to use a flexible sigmoidoscopy to see the anastomosis. They were able to retrieve all the pieces that fell on the patient¿s cavity. This event caused the procedure to extend for more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.